Event description:
Packaging tyvek thinner. Plastic parts are poking through and making the product non-sterile. One package has a slit in the top like it was cut with a knife. They do not use knives to open the boxes. The facility has noticed it is getting better and believe the slits are being cause by them when opening the boxes.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rewg1132 showed one other similar product complaint(s) from this lot number. (410017)